Event description:
Healthcare professional reported right side implant exchange from textured to smooth due to the patient¿s concern with the product and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the spec, crease fold, deformation, voids, wear abrasion, delamination of the orientation dot (<75% partial separation. Based on the device analysis the final assessment is a delamination partial of the orientation dot (adhesive failure). Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth due to the patient¿s concern with the product and rupture. The device has been explanted.